Event description:
The customer reported that multiple tango optimo users missed an anti-c of a proficiency test with biotestcell pool. The exact date of event is unknown. The proficiency survey sample that had caused false negative test results was sent to us for investigational testing, but none of the supposedly defective product has been returned. At the time, the customer filed his complaint the supposedly defective product was already expired. Therefore testing the retained biotestcell pool sample was not possible. But our quality control laboratory is still testing the profiency sample. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that multiple tango optimo users missed an anti-c of a proficiency test with biotestcell pool. The exact date of event is unknown. The proficiency survey sample that had caused false negatives was sent to us for investigational testing, but none of the supposedly defective product was returned. At the time the customer filed his complaint the supposedly defective product was already expired. Therefore testing of the retained biotestcell pool sample was not possible. But our quality control laboratory tested the proficiency sample with the current biotestcell pool and yielded a negative result. The proficiency sample was also tested in a twofold dilution and yielded a positive reaction. The twofold dilution of the proficiency survey sample was done in a medium that contains human igg. The proficiency sample was also tested diluted and undiluted with biotestcell 3. Only the diluted proficiency sample yielded the correct positive reactions with both c positive screening cells of biotestcell 3. The explanation for this lies in the proficiency sample itself and the solidscreen method: multiple factors in serum/plasma are necessary for a reaction on sscii. One of the most important factors is the non-blood group iggs. It is estimated that these non-blood group iggs comprise more than 99% of all iggs in blood. For a positive reaction these non-blood group iggs are necessary to saturate the protein a surface on sscii to make it sticky for the erthrocytes coated for instance with anti-c and subsequent ahg so the ahg can bridge to the iggs on the sscii surface what results in a visible solidphase. Without the non-blood group iggs from serum/plasma only the monoclonal antibodies (e.g. Anti-c) will bind to the protein a but the amount is far too small to saturate it. Moreover the protein a which has a very high affinity for iggs compete with the c-antigen on the erythrocyte surface. This applies also for the ahg which will be bound by protein a before it can bind to the anti-c on the erythrocyte surface. As a result, too few anti-c will bind to the erythrozyte c antigen, too few ahg will bind to these few anti-c but also too few iggs (anti-c and ahg only) will bind to the sscii surface to make it sticky and to trigger a solidphase. We added a note in the IFU that only antibodies in physiological serum/plasma environment are to be used with sscii. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.